Event description:
The account alleges that the pt position mode alarm is not sending the nurse call signal, when it alarms at the bed.

Manufacturer narrative:
At the time of this report, no info has been provided by either the account or field service regarding the current status of this issue. As a result, hill-rom has no data to state whether or not the issue has been corrected.